Event description:
It was reported that during a lap cholecystectomy procedure, the jaws stayed closed and would not open. They pulled the device to get it off the tissue. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.